Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon review of the transmission received from (B)(6) 2020, episodes of non-sustained ventricular oversensing were observed due to right ventricular lead noise. The noise appeared to be proportional in amplitude to the r waves and programming changes could not be made to resolve the anomaly. A lead revision was recommended. It was noted that noise was not visible in the discrimination (diagnostic) channel which significantly reduce the risk of inappropriate high voltage therapy. No intervention was performed at the time of diagnosis. No patient symptoms were reported.